Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device history records review was conducted. The report indicates that the: part # 03.812.001, lot # 8797949. Manufacturing location: (B)(4). Manufacturing date: 31. Jan. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: it was reported, by service and repair, that a t-pal spacer applicator handle (03.812.001 lot 8797949) would not lock and a t-pal applicator inner shaft (03.812.003 lot l390623) was cracked at the weld. The returned devices were examined and the complaint condition of the inner shaft was able to be confirmed as the laser weld between the distal forks and device shaft was found to be cracked. No definitive root cause was able to be determined however, the failure is typically associated with excessive torsional loading as a result of improper surgical technique. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. Investigation methods/evaluation results: the returned t-pal spacer applicator handle was examined and was found to be functioning as intended. As no defect or deficiency was identified, the complaint related to this device is unconfirmed. A device history review, including material and hardness review, was performed for the applicator handle and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No further investigation will be completed as the complaint condition was unable to be replicated. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repairs department documented that the handle will not lock on t-pal spacer application handle. Also, the weld is cracked on a t-pal spacer applicator inner shaft. Both issues found during inspection of set. The sales consultant (sc) confirmed that he has no other information related to the complaint. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).